Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user received recurrent ¿unable to proceed¿ alerts during the load and fill tubing processes despite clearing alerts, performing a dry run, attempting multiple fill attempts to 120 units, and switching to new supplies, after which a replacement pump was arranged. Symptoms included no reported changes in blood glucose. Outcomes included continued device alerts requiring replacement and user education on shutdown, data sync, and startup procedures for the replacement device. Investigation included guided troubleshooting, repeated fill procedures, use of new infusion supplies, and review of device operation steps. Investigation of this device was confirmed and attributed to a faulty motor train. The gears were found to be immobile during manual rotation, indicating the motor train was stuck. The refurbishment department will replace the affected components per repair instructions.